Manufacturer narrative:
Additional information: block d4, h4: block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time.however, the complainant reported that the device was not expired. Block h6 (device codes) problem code 2907 captures the reportable event of internal bolster detached. Block h10: a visual examination of the revealed only one section of the one step button was returned. The other half was not returned for analysis. Analysis of the device shows the device was torn. During analysis of the device the torn area was inspected under magnification and it had an irregular surface, indicating that the material was submitted to tension forces until it broke. As per complaint information the detached bumper was not removed during the procedure, the physician expected it pass out naturally, however directions for use and indicate "warning: do not let the dome pass through the gastrointestinal tract. Obstruction can result in associated sequelae.", therefore it is considered as a failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. Additionally, the device was grasped with forceps, probably the body of the button was broken due to user technique or other procedural factors, also force applied with the forceps to pull the device during withdrawal could have contributed with the event. Based on the information available and the analysis performed, it was determined that the investigation conclusion code for the complaint event will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a during a feeding tube replacement procedure. Procedure date is unknown; however, it was placed approximately four months ago. According to the complainant, on (B)(6) 2020 during the replacement procedure, when attempting to remove the placed device using a guidewire as well as forceps the internal bolster detached and was dislodged inside the stomach. The physician believes the detached bolster will pass naturally. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a feeding tube replacement procedure. Procedure date is unknown; however, it was placed approximately four months ago. According to the complainant, on (B)(6) 2020 during the replacement procedure, when attempting to remove the placed device using a guidewire as well as forceps the internal bolster detached and was dislodged inside the stomach. The physician believes the detached bolster will pass naturally. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.